Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was attributed to depleted batteries. Review of the error logs indicated that the device was powered on excessively to perform manual battery tests, which will reduce battery life. The customer did not follow the battery replacement instructions per the AED operator's guide: remove all batteries from battery compartment and discard before installing any new batteries. Insert 10 new batteries into battery well. The batteries were replaced to resolve the malfunction. No trend is associated with reports of this type.